Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The customer reported screen flickering and not being able to be read. The fse removed and replaced (0160-00-0113) screen as required. Unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use. Upon completion of our investigation, a supplemental report will be submitted.

Event description:
It was reported that the display was flickering in the cs300 intra-aortic balloon pump (iabp) and end user stated that is not legible. It is unknown under which circumstances this event occurred. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Historical data analysis: (4109/102) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/102) the overall 24 month product complaint trend data for the period (jun-2019 through may-2021) was reviewed. There were no triggers identified for the review period. Analysis of production: (3331/102) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure.